Event description:
The customer reported that the display is very dim and hard to see. The customer confirmed that brightness setting are set at 5. The customer wanted to confirm part number and price for replacement user interface (ui) assembly to repair unit. The device was not in clinical use at the time the issue was discovered. No patient or user harm reported.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/14/2022, 10/21/2022 and 11/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.